Manufacturer narrative:
Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). (B)(4). The device was returned to livanova (B)(4) for further evaluation. Investigation of the returned device, which consisted of visual inspection, functional test and hardware analysis, was unable to reproduce the reported issue. The unit was cleaned and functional testing and a technical safety inspection were completed without issue before returning the device to the customer. As the issue was not reproduced, an exact root cause could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. Through follow-up communication, the service representative learned that the initial event, which occurred on (B)(6) 2016, was thought to have been caused by a setting issue rather than an issue with the device. For the second occurrence on (B)(6) 2017, the clamp locked shut and had to be taken off to get flow. The clamp was turned off and reassigned before it started to function properly again. The service representative performed a serial readout of the cp5 control panel and checked all can connections. No abnormalities were noted. An internal inspection of the cp5 control panel and erc clamp did not identify any issues. The cp5 and erc clamp were run for 1.5 hours with various speeds and while closing and re-opening the clamp and the issue could not be reproduced. The faulty erc clamp was replaced with a loaner device and returned to sorin group (B)(4) for additional investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the clamp/unclamp buttons for the s5 erc tubing clamp disappeared on the display of the centrifugal pump 5 (cp5) during priming. The customer also reported that the display flickered. Several days later, just before going onto bypass, the issue occurred again. In both cases, the issue was resolved be re-selecting option in the cp5 menu and the procedure continued without further incident. There was no report of patient injury.